Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two sections. Analysis found several externalized conductors and one of the cables was fractured.

Event description:
It was reported that the r-waves had dropped. X-ray revealed externalized conductors. The lead was explanted.